Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The evaluation of these photos indicated gel smearing. Additionally, 100 retained samples were visually inspected, and no additive abnormalities or gel defects were observed. A review of the device history record indicated a quality notification was raised, however, the lot passed all in-process and final quality checks for lot release. Factors that may contribute to sample quality and erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes (gel smearing, erroneous results-creatinine, carbon dioxide, calcium, and magnesium) via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance; no sample probes were blocked or clogged. Replicates of both retention and control samples were acceptable in terms of both precision and accuracy. This complaint has been confirmed for the indicated failure mode: gel smearing. No definitive root cause could be established for the reported defect. This complaint has not been confirmed for the indicated failure mode: erroneous results (creatinine, carbon dioxide, calcium, and magnesium). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using an unspecified number of bd vacutainer® sst¿ ii advance, there were erroneous results. It was also observed that there was separation gel smearing on the inside tube wall attaching to the diagnostic instrument probe. There were no health consequences or impacts reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using an unspecified number of bd vacutainer® sst¿ ii advance, there were erroneous results. It was also observed that there was separation gel smearing on the inside tube wall attaching to the diagnostic instrument probe. There were no health consequences or impacts reported.